Event description:
Procedure: prostatectomy. Reportedly, when the instrument was fired the knife blade advanced but the staples did not form properly. The surgeon had to oversaw the transection, use cautery and suction due to some bleeding and minimal tissue damage. The surgery was extended for about 45 minutes to fix the problem. The pt had cancer and the dorsal vein complex which is where the instrument was fired was extremely thick.